Manufacturer narrative:
The doctor did not provide item and lot number information. In the past 30 months, we manufactured and distributed total pieces of the chin implants. Of the pieces distributed. A copy of the article by dr. Michael yaremchuk, md entitled "improving aesthetic outcomes after alloplastic chin augmentation" is enclosed. See scanned pages.

Event description:
The doctor reported that his pt developed an infection in the chin area. The doctor stated that he removed the medpor chin implant in pieces. The doctor stated that after he removed the implant, the pt continues to have an infection in the area and he has been unable to find the source of the infection. The doctor called inquiring about a study that would allow residual pieces of the implant to be seen through an MRI, CT scan or other device. The incident coordinator referred the doctor to a consultant who has experience with implantation and removal of the medpor chin implant.